Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx drug eluting stents were implanted in the lad. Post stenting slow flow was noted and white thrombus was aspirated with an aspiration catheter. Patient was also treated with medication. The patient is reported to have recovered. Investigator assessed event as not related to device or antiplatelet medication. Sponsor assessed event as possibly related to the device and not related to the antiplatelet medication.

Manufacturer narrative:
It was reported that the patient suffered mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated event a non-q wave mi of the target vessel lad, 3rd udmi peri-pci and commented septal branch occlusion. If information is provided in the future, a supplemental report will be issued.